Manufacturer narrative:
B5: upon follow up, it was reported that the patient was discharged from the hospital and was recovered 18 days after the event onset. Hemodialysis was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was not further described. The same day as the event onset, the patient was treated with vancomycin (1.5g, intraperitoneal, every three days, duration not reported) and amikacin (200mg, intraperitoneal, everyday, duration not reported) for peritonitis. Two days after the event onset, the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. On an unreported date, pd therapy was discontinued. Eight days after the event onset, the patient was transferred to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.